Event description:
Reportedly, dr is a new surgeon that just joined the general/trauma group with another three drs. The first dr was on call last night when an elderly female required an open-lap chole. There was a major complication and the case lasted almost 8 hrs. The common bile duct required re-anastomosis. First dr used 30 strands of 4-0 polysorb on the common bile duct before asking the nurses for indermil. The nurses informed the first dr that indermil was a topical adhesive only, but he was insistent upon using it internally. He used 3 vials of indermil to reinforce the anastomosis of the common bile duct. The nurses in the case informed the or nurse supervisor. She wanted to make sure that she and the other nurses were correct and that indermil was not to be used internally. The rep reassured her that she was correct. The pt is currently in the ICU in critical condition. Sex: female. Procedure: cholecystectomy.